Event description:
It was reported that pump declared altitude alarm and suspended insulin delivery, during which customer¿s blood glucose rose to a high level displayed as ¿high¿ with specific value unknown. Customer delivered correction bolus via pump and worked with technical support, who instructed cleaning of speaker holes, removal and reconnection of cartridge, loading of new cartridge, and waiting for moisture to evaporate; after approximately two hours customer successfully loaded new cartridge, pump resumed normal operation, and customer received guidance on preventing future altitude alarms.